Event description:
A nurse reported following an intraocular lens (iol) implant procedure that the lens was off axis by 13 degrees. This resulted in the pt being myopic. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. The lens remains implanted. Product history records indicated the product met release criteria. The product investigation could not identify a root cause. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).